Manufacturer narrative:
The reported product is not expected to be returned. A follow-up report will be filed if product is returned or additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that the adc blood glucose meter got wet and stopped working during a hurricane at her place, and was therefore unable to test. Customer further reported she "suddenly felt dizzy and excessive sweating" and self-injected unspecified dose of insulin. Customer had contact with her doctor who obtained readings of 240 mg/dl and 250 mg/dl on the hospital meter and was again treated with an insulin shot (unknown dose). Customer additionally mentioned that she had a "blood clot in her heart that caused heart attack and triggered pneumonia" and was advised to take insulin with unknown dosage for 10 days. Based on the information provided, there was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was completed for the freedom lite meter and there were no adverse trends that indicate any potential product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported that the adc blood glucose meter got wet and stopped working during a hurricane at her place, and was therefore unable to test. Customer further reported she "suddenly felt dizzy and excessive sweating" and self-injected unspecified dose of insulin. Customer had contact with her doctor who obtained readings of 240 mg/dl and 250 mg/dl on the hospital meter and was again treated with an insulin shot (unknown dose). Customer additionally mentioned that she had a "blood clot in her heart that caused heart attack and triggered pneumonia" and was advised to take insulin with unknown dosage for 10 days. Based on the information provided, there was no report of death or permanent impairment associated with this event.